Manufacturer narrative:
D4 - lot no changed from no lot number to l71288. D4 - unique identifier (UDI) # changed from (B)(4). To (B)(4). D4 - expiration date changed from no date to 3/20/2023. H4 - device mfg date changed from no date to 9/20/2021.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (> 500 mg/dl) while wearing the pod between 4 and 24 hours. In addition in the middle of the night the pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. Once at the hospital the patient was given intravenous fluids. As the patient was about to leave the hospital the patient was given a manual injection of insulin. The patient was released from the hospital after 9 hours. The patient was able to apply a new pod after leaving the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.